Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine device check, myopotential oversensing issue was observed on the device. Upon review of the electrograms, low levels of high frequency noise which was inhibiting pacing was observed. There were no sources of electro-magnetic induction identified. The noise issue was reproducible in the clinic which was resolved post programming changes. Patient was stable and will continue to be monitored with routine follow up visit.